Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, the liquid crystal display (lcd) was cracked, drain tubing poly ¿1/4¿ was missing, quick connect was corroded, reservoir gasket is worn out, and front cover with multiple scratches. Per functional testing, the device is leaking from the bottom of the water tank. The complaint was confirmed. The root cause was a work gasket. It was unknown what caused it to become worn. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced gasket, printed circuit board (pcb), drain tubing, quick connect, front cover, reservoir gasket, and o-rings. Performed preventative (pm) and calibration. The device passed all functional and delivery tests.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. Discovered during routine testing. No patient involvement was reported.